Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported rejected batteries, the battery cap is worn out, the lower left corner of the screen is very scratched up, and buttons need to be pressed hard/mashed down to the function. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue or discontinue the use of the device. The product will not be returned for failure analysis.

Manufacturer narrative:
Unit had intermittent act and esc buttons due to flattened (creased) buttons dome switch. However, unit passed operating current, a21 error, off no power, self-test and displacement test. Pump history download using thds was successful. There is no failed batt test alarm, button error alarm on event date 15-may-2023. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail noted during visual inspection. No unlocked j2/lcd keypad connector noted. The test reservoir locked in place properly and no anomaly noted. Unit had minor scratched lcd window, scratched case, cracked reservoir tube lip, cracked battery tube threads, cracked case at display window cover, stained address/serial number label, stained end cap sticker, stripped battery cap coin slot (p). In conclusion, unit had intermittent act and esc buttons due to flattened (creased) buttons dome switch, scratched lcd window, stripped battery cap coin slot (p) confirmed. Failed batt test alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.